Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they had a hernia during a call to customer support for a separate issue. Therefore, more follow-up was performed with the patient¿s pd nurse. It was reported that the patient began pd therapy on (B)(6) 2022. Per the nurse, the patient has an inguinal hernia which was pre-existing prior to the start of pd therapy. It was reported the hernia was present when the pd catheter (not a fresenius product) was placed. The nurse indicated the patient has had ongoing intermittent discomfort of the inguinal hernia that has remained at baseline since the start of pd therapy. The nurse confirmed the inguinal hernia has not worsened. However, the patient will undergo pre-planned repair of the hernia on (B)(6) 2023. The patient continues pd therapy with the fresenius cycler with a fill volume of 2000 ml for 4 cycles.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they had a hernia during a call to customer support for a separate issue. Therefore, more follow-up was performed with the patient¿s pd nurse. It was reported that the patient began pd therapy on (B)(6) 2022. Per the nurse, the patient has an inguinal hernia which was pre-existing prior to the start of pd therapy. It was reported the hernia was present when the pd catheter (not a fresenius product) was placed. The nurse indicated the patient h as had ongoing intermittent discomfort of the inguinal hernia that has remained at baseline since the start of pd therapy. The nurse confirmed the inguinal hernia has not worsened. However, the patient will undergo pre-planned repair of the hernia on (B)(6)2023. The patient continues pd therapy with the fresenius cycler with a fill volume of 2000 ml for 4 cycles.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s inguinal hernia with plan for repair. Hernia is a well-documented complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. However, the patient¿s pd nurse stated the inguinal hernia was pre-existing prior to the start of pd therapy. Additionally, the nurse confirmed the patient¿s hernia has not worsened with use of the fresenius cycler. Based on the information available, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused any serious harm to the patient.